Event description:
It was reported that during a total abdominal hysterectomy, the handpiece would receive an error 3 handpiece error when the generator was placed in ready mode. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount, the nose cone cracked and the coating material of the housing flaking off. The continuity test failed, the outcome message was: pine2/jack 1 and pin 1. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. However, no error 3 code message was noted during testing with generator. An investigation has been initiated to determine the root cause of the coating material flaking. Preliminary eval revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.